Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have woken up and noticed a blank screen display. Customer's blood glucose was 359 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After inserting new battery, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart, and off no power tests. No damage on the lcd isolation tape was noted. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.